Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "black foreign body was found inside the needle cap."

Manufacturer narrative:
Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear speck of foreign matter on the catheter tubing. Ftir testing was performed on the speck and it was determined that it was a combination of silicone and epoxy. Based off the visual inspection and testing the engineer was able to verify the reported defect. However, a definitive cause for the foreign matter could not be determined as the unit was received outside of its original packaging.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "black foreign body was found inside the needle cap."